Event description:
Customer reported an emergency room visit due to high blood glucose levels of 714 mg/dl. Customer reported that she bolused to treat her blood glucose levels of 300 mg/dl and two hours later her blood glucose levels were higher than before. Customer reported symptoms of throwing up and her blood glucose levels kept climbing prior to the hospitalization. Customer's doctor believes that the insulin was bad due to the heat and customer may also have the flu. Customer was treated with IV drips at the hospital. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.